Event description:
The facility reports the resident dropped out of the sling but did not sustain serious injury.

Manufacturer narrative:
The sling was returned to the MFR for eval. The four clips had signs of wear. The labeling was still legible; the sling was produced in october of 2003. The lifter operating and product care instructions (opi) as well as the instruction sheet that is supplied with the sling clearly indicate that the sling and the clips are to be evaluated for wear before each and every use. No product training date could be given for the carer that operated the lifter. Based on the info received, the MFR cannot conclude the root cause of the incident. The MFR recommends retraining the staff that operate the device, particularly the "check before use" policy of the slings. The MFR will continue to monitor trending of customer complaints with regard to this type of incident.